Event description:
It was reported that the port was implanted in 2001 for parenteral nutrition. Three months later, subcutaneous swelling was noted at the site. Since a problem with the port was suspected, it was removed and replaced. There were no further complications.